Event description:
It was reported that during a da vinci s gastric bypass procedure, a piece of the pulley on the suture cut needle driver instrument broke off and fell into the pt. The broken piece was retrieved and the planned surgical procedure was completed. There was no pt harm, adverse outcome or injury reported.

Manufacturer narrative:
The suturecut needle driver instrument has not been returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. However, engineering review of photographic images provided by the customer revealed that the suturecut needle driver instrument appears to have a broken grip cable. A follow-up MDR will be submitted if the instrument is returned (post engineering eval) or if additional info is received.